Manufacturer narrative:
Continuation of d10: product ID d-evolutpro-23; product lot/serial number unknown; product type: delivery catheter system; implant date n/a; explant date n/a; product ID: envpro-16; product lot/serial number unknown; product type: compression loading system; implant date: n/a; explant date: n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic 29 millimeter (mm) aortic valve paravalvular leak (pvl) was identified. The severity was not known nor available. Approximately 8 years later, imaging noted calcium in the non-coronary cusp (ncc), under the ncc in the left ventricular outflow tract (lvot), and in the proximal right coronary artery (rca). As reported, there was a possible left atrial appendage (laa) thrombus and possible pannus/thrombus verse inadequate contrast filling. This was to be further confirmed with echocardiography. It was further reported that structural valve deterioration specific to aortic stenosis with severe hemodynamic valve deterioration was identified. There was increase in the mean gradient >= 20 millimeters of mercury (mm hg) from baseline with a mean gradient >= 30 mmhg. It was unknown if there were patient complications as a result of this event. The patient was being further evaluated for potential valve intervention.